Event description:
The company became aware of a pt needing dialysis after a prostate vaporization procedure. The physician relayed that the pt was in good health prior to the procedure and there were no problems encountered during the procedure. This occurred sometime after. Appears to be no known relationship of the procedure to the event.

Manufacturer narrative:
The company became aware of a pt needing dialysis after a prostate vaporization procedure. The physician relayed that the pt was in good health prior to the procedure, and there were no problems during the procedure. All lab values were normal. There appears to be no known connection between the procedure and the event after. The company thought it prudent to make a report.